Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believes the pump battery is depleting quickly. Customer stated the pump battery depleted from 100% to 85% in one day. Customer reported blood glucose level was 209 (mg/dl). A bolus was delivered. Reportedly, the customer will continue to use the pump for insulin therapy and monitor pump performance.